Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported fluid in a consumer¿s implantable neurostimulator (ins). The consumer reported loss of efficacy, impedance test was done and all electrodes had impedances above 4000 ohms. No factors noted to have led to the event. It was noted that it was not possible to resolve the issue, therefore, a lead replacement operation was arranged. The issue was noted as resolved. There were no further complications reported and/or anticipated. Additional information received reported the consumer¿s device was working very well for the first two (2) years, then started having difficulty with programming, and impedance check showed some electrodes were ¿out of range.¿ reprogramming did not resolve the issue, as two (2) months down the line all electrodes were out of range. The decision was made to check the system intraoperatively and replace if need be. Intraoperatively the fluid could clearly be seen inside the ins. Once the ins was replaced the impedance was in range again.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was not replaced because it did not reflect high impedance when tested in conjunction with the new ins.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4) found no significant anomaly, functionally okay. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.